Event description:
It was reported that there was high pacing impedance noted on the pacemaker during an implant procedure. The pacemaker was not used, and a new pacemaker was implanted. Patient is stable.